Manufacturer narrative:
Serial number was received. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported via clinical affairs that a patient experienced a complete heart block 1 day post implant of an edwards bioprosthetic aortic valve. No device malfunction reported, as the valve remains implanted and properly functioning. It was learned that a permanent pace maker was placed to treat the event, with no further complications.

Manufacturer narrative:
Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard peri-operative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). In this case, the patient required placement of a permanent pacemaker, with no further complications. There has been no information to suggest device malfunction or quality deficiency that may have caused or contributed to this event. The edwards aortic valve remains implanted.